Event description:
It was reported that arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 35.6c, targeted temperature (tt) was 36c, water temperature (wt) was 29.7c, water flow rate (wfr) was 2.7 l/m. System diagnostics were outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.8c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 8.7c, water flow rate (wfr) was 2.7l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours 11228.9, system hours 10080.6. Had them stop therapy and empty pads. Walked through draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later and water temperature (wt) was 38c patient temperature (pt) increased to 35.8c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed in the risk file, and the residual risk for this event is low; therefore, this event is not reportable. The device was not returned. The reported issue was confirmed. The root cause was isolated to the unit being overfilled. It was noted that the arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 35.6c, targeted temperature (tt) was 36c, water temperature (wt) was 29.7c, water flow rate (wfr) was 2.7 l/m. System diagnostics were outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.8c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 8.7c, water flow rate (wfr) was 2.7l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours 11228.9, system hours 10080.6. Had them stop therapy and empty pads. Walked through draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later and water temperature (wt) was 38c patient temperature (pt) increased to 35.8c. Spoke with charge nurse who confirmed no further issues after water was drained from device. Water temperature increased and patient completed therapy. Device has remained in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 35.6c, targeted temperature (tt) was 36c, water temperature (wt) was 29.7c, water flow rate (wfr) was 2.7 l/m. System diagnostics were outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.8c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 8.7c, water flow rate (wfr) was 2.7l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours 11228.9, system hours 10080.6. Had them stop therapy and empty pads. Walked through draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later and water temperature (wt) was 38c patient temperature (pt) increased to 35.8c. Per follow up information received via task on 15nov2024, spoke with charge nurse who confirmed no further issues after water was drained from device. Water temperature increased and patient completed therapy. Device has remained in service.